Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reported that the universal surgical manipulator (usm) 4 was replaced due to the issue with arm 4 reoccurring multiple times during the procedure. The system was tested and verified as ready for use. A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the universal surgical manipulator (usm) 4 be returned for evaluation; however, the instrument has not yet been received at the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the site¿s system logs confirms the occurrence of a procedure on the reported event date of (B)(6) 2022 using system #(B)(4) matching the documented event details. The logs were reviewed/analyzed as part of the isi technical support engineer (tse) investigation. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: the surgeon was having issues with the usm4 after the start of the procedure. Complaint investigation confirmed that the field service engineer (fse) replaced the universal surgical manipulator (usm) 4 to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon complained about the universal surgical manipulator (usm) 4. The nurse informed that the surgeon was stuck with usm 4 when a vessel sealer instrument was installed. Intuitive surgical, inc. (Is) technical support engineer (tse) was contacted for assistance. The tse reviewed the system event logs and identified error codes c-06, m-18 and m-11. A power cycle of the integrated electrosurgical unit (iesu) was performed and resolved the issue. In addition, the nurse stated that the surgeon was working with a monopolar curved scissors (mcs) on universal surgical manipulator (usm) 4 at the time of the call and there was no other problem occurred. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgeon could not move the arm, but it was not stuck in the tissue. In addition, the system functionality was checked upon powering on the system and the system initially power on without errors. No patient information was provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigation could not confirm nor replicate the reported failure. The unit passed in normal mode and drove the unit (with camera) with no issue or any sign of delay or restrictive movement. A large needle driver, prograsp forceps, vessel sealer extend, sureform 60 stapler were installed with several sterile adapter and cannula combination. All carriage gearbox and presence pins actuating properly with no issue on recognizing and engaging different instruments and sterile adapter during testing. The unit also passed carriage lissajous, direction test, sensors check, carriage switches, carriage strength, fiber check, fan test, sine cycle, brake test and all carriage friction test on patient side cart (psc) fixture test platform (pftp). The complaint regarding usm issue was not confirmed based on failure analysis.